Event description:
It was reported that the patient presented for follow up with left ventricular lead dislodgement, confirmed by chest x-ray. The lead was capped on (B)(6) 2022. The patient was in stable condition.